Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that at the (B)(6) (exact date unknown), she had to go to the urgent care clinic for treatment for a site infection. She was given antibiotics and two shots at the clinic. She also said that she has a scar where the infection took place on her leg.